Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While the cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the (B)(4) as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/ 2426-2008. (B)(4).

Event description:
This complaint was received from (B)(4). It was reported that the patient received a durom acetabular component 50/44 code j, left side, on an unknown date in 2006. Due to elevated metal ions in the blood, the patient underwent revision surgery on (B)(6) /2013.